Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was). There was contrast in and on the device. The fmea, the hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination). Inspection of the remaining device found no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 25-july-2018. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system(was) was used. It was reported that the protrusion was too large. The device did not meet release criteria. The procedure was ended. There was no damage and no patient complications. However, the device analysis revealed inner liner delamination.